Event description:
It was reported that this right atrial lead was explanted due to exhibiting dislodgement and high pacing thresholds. Another lead was implanted instead. No further adverse effects were reported.